Event description:
Eight years post-implant, this patient demonstrated elevated auditory thresholds on seven of 22 intracochlear electrodes. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifiications. Explantation/reimplantation surgery is planned, but has not yet been scheduled.